Event description:
It was reported that the balloon assembly from a ventralight st w/ echo ps was left in the patient following the procedure. The patient was taken back to the or later the same morning and the balloon assembly was removed. Addendum to document additional information provided. The patient underwent a laparoscopic ventral hernia repair on (B)(6) 2018. A bard ventralight st w/ echo ps was used to repair the hernia. After the procedure was completed, the surgeon remembered that he forgot to remove the balloon. The patient then underwent an additional surgery to remove the balloon. As reported there was no patient injury.

Manufacturer narrative:
This is an addendum to the initial emdr to document additional information provided in follow up. This additional information does not change the initial determination. This complaint is confirmed as use related with no malfunction of the device. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Manufacturer narrative:
Based on the events as reported, the echo ps positioning system was not removed from the patient as prescribed in the instructions-for-use. This complaint is confirmed as use related with no malfunction of the device. The warning section of the instructions-for-use states: "the echo ps positioning system (including the balloon, all connectors, and inflation tube) is to be removed from the patient and appropriately discarded as it is not part of the permanent implant." The instructions-for-use also prescribes the proper method for use . Note: not returned.

Event description:
It was reported that the balloon assembly from a ventralight st w/ echo ps was left in the patient following the procedure. The patient was taken back to the or later the same morning and the balloon assembly was removed.